Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The malfunction was confirmed due to a sensor failure. The algorithm worked correctly in triggering alert as noise was visible in the data management system.

Event description:
On (B)(6) 2019, senseonics was made aware of an incident where user experienced an early sensor replacement alert resulting in an early sensor removal.